Event description:
Customer was admitted to hosp for high blood glucose. Reviewed programming and it appeared to be correct. Pump was funcitonally tested and performed nornally. Customer's doc. Was concerned that there might be a problem wiht the pump. Customer stated that he has been to the hosp a couple of times before for low blood glucose.